Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy and laparoscopic choledochal cyst excision, the subject device was used. In the procedure, the subject device automatically activated without any input after the user cleaned the subject device outside the patient. There was no patient injury reported. No further information was provided. This is the report regarding the automatic output.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.